Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, when the helix of the right atrial lead was extended the capture threshold value was high. The physician tried moving the lead to various positions but the threshold did no improve. The lead was removed and replaced during the same procedure. The patient was in stable condition.